Manufacturer narrative:
(B)(4). Analysis: upon receipt at medtronic's quality laboratory, visual inspection revealed that the device appeared to have been damaged during explant. The device was not dilated; was partially crimped. Traces of black marks, possibly due to cauterization, were noted on the tissue. Areas of the outer wall were detached or removed from the stent. All existing leaflets were flexible except where host tissue extended on the outflow. Cuts and/or tears were noted on all visible leaflets. A trace amount of pannus was noted on the inflow and outflow orifice. Pannus covered the top of one commissure. A trace amount of pannus was noted on the wall of the inner lumen adjacent to the outflow. Traces of tan, thrombotic host tissue was noted on the outflow of the leaflets. No vegetation was observed. Radiography showed no evidence of mineralization in the valve and no stent fractures were observed. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to thrombus and host tissue overgrowth. These findings are generally considered a pt related condition. The melody was determined to be functioning well and was explanted in a larger surgical procedure to replace other cardiac structures.

Manufacturer narrative:
User facility medwatch received. No new information was provided, however, filing supplemental report to provide user facility medwatch reference number 223302000-2013-8003.

Event description:
Medtronic received info that 3 weeks post implant of this transcatheter pulmonary valve, the pt was admitted to the hospital with fever. Blood cultures were positive for staphylococcus epidermidis. No vegetations were seen on echocardiogram. The pt was prescribed a six week course of antibiotics. Four months later, a planned cardiac MRI showed the valve to be intact without obstruction, vegetations, or fractures. It was also reported that after melody implant, the pt continued to have severe right ventricular (rv) dysfunction/hypertrophy, moderate tricuspid regurgitation (tr) and hypertrophy along with conduit obstruction. Additionally, there was progressive decline in exercise and functional capacity. Subsequently, the medical team and family decided to pursue surgical treatment to reduce symptoms by replacing the melody as well as the rv-pa conduit. Six months post melody implant, the valve was explanted with the calcified conduit and replaced with a non-medtronic pericardial valve. There was no reported melody dysfunction found at the time of explant.